Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, it was reported that the patient¿s cgm was reading ¿400 mg/dl plus¿. The patient was wearing a tandem insulin pump; however, the sensor was not connected to the patient¿s insulin pump. The patient was receiving cgm values on his phone via the dexcom app. The patient was tired, had difficulty breathing, and had slurred speech. Emergency medical services (ems) was called. Once ems arrived, the patient¿s bg meter reading was 40 mg/dl. The patient was treated with IV fluids with dextrose. The patient¿s bg meter readings were taken approximately three times while the patient was in the ambulance, however, no specific values were reported. At the emergency room (ER), the patient¿s bg meter readings continued to be taken, unspecified blood work was done, as well as a chest x-ray and CT scan of the brain. The patient reported his bg levels were between 126-188 mg/dl while in the ER. The patient was discharged home after approximately 6 hours with a bg meter reading of 188 mg/dl. Once home, on 1/29/25, the patient¿s cgm was reading high mg/dl, and the bg meter was reading 169 mg/dl. The patient was educated that he can calibrate his cgm device via his dexcom app on the phone, as the patient was not aware of this. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.